Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7205912; medical device expiration date: n/a; device manufacture date: 2017-09-13. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7205912. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328438 batch no. 7205912, unknown. It was reported that during use of the syringe 0.3ml 31g 8mm whole unit 10bg 500 needles are different lengths and 2 needles broke off in dog during injection and were removed with plyers. This occurred on 2 separate occasions but the date/time and is unknown. The following information was provided by the initial reporter: found 2 syringes that needle broke off in dog injection site. Dog owner removed needle with plyers. Just metal no plastic hub. Does not reuse needles.